Manufacturer narrative:
The device was not returned to depuy synthes power tools for eval. If add'l info is received, a supplemental report will be sent.

Event description:
Report received from the us stating that the cutter could not removed from the device during a colcular implant surgery. No injuries were reported to have occurred, however it is unk if medical intervention occurred. The date of event is unk. There was no add'l info provided.